Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that his onetouch verio2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 1:30am. The patient reported obtaining readings of ¿2.6, 6.7, 3.6 and 7.4 mmol/l¿ with the subject meter. The tests were performed within a 20 minute period of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. It is not known how the patient manages his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged inaccurate readings however the patient reported developing symptoms of feeling ¿sweaty and shaky¿ an unknown time prior to when the alleged issue began. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.